Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during cleaning and sterilization, it was confirmed that the navlock thoracic probe tip and the lumbar probe tip were deformed. There was no patient present when this issue was observed. No additional information was provided.